Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm closure device was deployed and a clot like presence was observed on the was sheath. The physician completed position, anchor, size and seal (pass) criteria, released the 24mm closure device and aspirated the clot while pulling the sheath back to the right atrium. It was noted that the clot came back to the right side and was removed via the sheath. The procedure was successfully completed with no patient complications. The patient was discharged home.